Manufacturer narrative:
H6: code 213: a review of the manufacturing records for the devices verified the lots met all pre-release specifications. The sheath was discarded at the facility and is not available for investigation. H6: code 4650 is used to describe that the physician is monitoring the patient. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. If vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Reportedly, the vessel diameter was from 6.9-11.6mm. According to the IFU the minimum 22 fr sheath ID is 7.3mm and od is 8.2mm. Additionally, the IFU states do not advance the sheath if resistance is felt.

Manufacturer narrative:
A review of the manufacturing records for the device is going to be conducted. The investigation is in process. Further information will be provided. The sheath was discarded at the facility and is not available for investigation.

Event description:
It was reported to gore that on (B)(6) 2021, a thoracic aortic aneurysm was identified during preoperative screening for colorectal cancer, and the patient underwent semi-emergency endovascular treatment of the thoracic aortic aneurysm using a gore® tag® conformable thoracic stent graft with active control system. When a 22fr gore® dryseal flex introducer sheath was inserted from the right common femoral artery, there was a strong resistance and the sheath couldn¿t be advanced forward from around the bifurcation of the iliac artery. Percutaneous transluminal angioplasty (pta) was performed using a non-gore balloon (mustang 8.0mm x 20mm) at the right external iliac artery, but still the advancement of the sheath was not successful. The balloon size was increased (mustang 9.0mm x 20mm), and after the second pta of the calcified area was performed, the sheath was successfully advanced despite of a feeling of a strong resistance. When the sheath was removed, a mild dissection at the bifurcation of the internal and the external iliac arteries was observed by the access angiography. The additional stent implantation was considered, but since the dissection was mild and the stent would interfere with future access routes, the patient was decided to be monitored. The patient tolerated the procedure. The physician reportedly stated that he thought the blood vessel could be broken, and it could have been worse.